Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that when the patient first received the device they had a revision as it was sitting on a nerve. No patient complications were reported as a result of this event.